Event description:
It was reported in the literature article that during a stent assisted embolization of the anterior communicating artery aneurysm, imaging confirmed in-stent thrombosis. The stent was completely occluded. 8000 units of heparin and 1800 units of urokinase (UK) were administered and the thrombus was resolved. The patient was reportedly " fine." No further details were provided.

Event description:
It was reported in the literature article that during a stent assisted embolization of the anterior communicating artery aneurysm, imaging confirmed in-stent thrombosis. The stent was completely occluded. 8000 units of heparin and 1800 units of urokinase (UK) were administered and the thrombus was resolved. The patient was reportedly " fine." No further details were provided.

Manufacturer narrative:
The device remained implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
The device remained implanted.